Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted.

Event description:
As reported to coloplast though not verified, the patient's legal representative stated severe pain with daily activities ad intercourse, leakage, urge incontinence and reoccurring stress incontinence, along with dyspareunia, pelvic floor muscle spasms and mesh erosion.